Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2019, the patient successfully underwent a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). There was no reported complication during the procedure. A 24-hour follow up magnetic resonance imaging (MRI) scan was performed, which revealed minor asymptomatic hemorrhagic transformation on the left insula and operculum. The patient was discharged on (B)(6) 2019 in stable condition with a national institutes of health stroke scale (nihss) of 0. This event was considered unresolved. The asymptomatic hemorrhagic transformation on the left insula and operculum were adjudicated to be a non-serious adverse event with a possible relationship to the penumbra system and the index procedure.